Manufacturer narrative:
Terumo did receive the actual device; however, the complaint was not confirmed. No leaks were found during pressure testing. Terumo will monitor for future issues. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the bubble trap from the cardioplegia leaked. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.